Manufacturer narrative:
The device was explanted due to discomfort at the ipg site due to the size of the ipg. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing, therefore no checklist was initiated (B)(4). DHR review has no impact on this complaint hence none requested. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences discomfort due to the size of the ipg. The ipg was explanted and replaced with a smaller ipg.